Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error log. The fse was able to reproduce the reported error by running the seal break ten times and intermittently, the error 2161 would occur. The fse observed that the flat cable was not seated correctly on the cup transfer assembly. The fse then powered down the instrument and reseated the cable. The cup transfer cable would then have trouble homing. The fse repositioned the cable to where it was before and it was able to home; however, it still gave an error 2161. The fse did not have a flat cable on hand and instead replaced the cup transfer assembly because it might have been the socket the cable went into instead of the cable. The fse verified alignments. There was no change in behavior. The fse ordered the flat cable and was not able to return to the site when the cable arrives. The fse arranged for another fse to conduct a site visit to complete the repair. Another fse visited the site and also confirmed the error via the error log and was able to reproduce the error by running a blood sample with more than 1 test cup. The fse verified all cup transfer mechanism alignment. All alignments were good per specifications. The fse noticed that the error was reproduced only after when the x1 pulley at the end point was moved to push the sample rack back to cup pickup position. The fse found that the rack was not moving back where it should be making the cup transfer fail to pick up the cup from the rack. The fse opened the sample loader and cleaned and lubricated all the loader guiding rails. The fse found sample cups and barcode labels were dropped inside the sample loader making the x1 pulley not move properly. The fse removed all obstructions and advised customer to be careful and not drop anything into the loader and report to technical support if anything is dropped immediately. The fse ran a rack rotation test and the instrument passed. The fse performed a cup transfer test and the instrument passed without any errors. The fse also ran blood samples and ran controls and all ran without any errors and was within range. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint and service history review for serial number (B)(4) from 17nov2019 through aware date of (B)(6) 2020 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2161] c. Transfer cup pickup failure. Cause: the cup sensor s063 failed to detect the cup after the cup was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. The most probable cause of the reported event was a dirty sample loader. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error 2161 c cup transfer cup pick up failure on the aia-900 instrument. An all set home was performed and the customer cleaned the picker and waste with alcohol and the error returned. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ctnl2) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.